Manufacturer narrative:
Outcomes to adverse event: other: delay of over 60 minutes neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient with hemostasis, close the surgical wound. Pre-operative diagnosis for this procedure purulent spondylitis, lumbar spinal stenosis. Patient medical history: type 2 diabetes. It was reported that intervertebral disc was dissected, it is unknown whether it was at the time of attempting to insert the 10x45 trial or just before that, but there was bleeding, it took 2 hours to stop bleeding, and the surgical wound was closed without using a cage. When it was checked through a nurse, the veins that had sunk into the vertebral body was damaged and bleeding occurred. Total bleeding volume is 1000ml. As for the timing, it was thought that the cause was the insertion of the trial because the bleeding occurred at that time, but the exact bleeding timing was unknown. There was a delay of over 60 minutes. No further complications were reported.